Event description:
The devices were reportedly not explanted due to the adverse events reported, but product analysis was requested by the physician in regards to the adverse events reported due to the heating of the generator during the MRI. The explanted products have been received, but product analysis has not been completed to date. No other relevant information has been received to date.

Event description:
Product analysis completed on the returned generator. The electrical tests performed in the product analysis (pa) lab found that the generator was at an near end of service = yes condition. The battery voltage was measured at 2.565 volts, and the memory locations on the generator indicated that 86.802% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator, and the pulse generator performed according to functional specifications. Product analysis completed on the returned lead. Note that the electrodes were not returned for analysis; therefore, a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Event description:
Information obtained that the patient's generator and lead were explanted due to the adverse events reported due to the heating of the generator during the MRI. No other relevant information has been received to date.

Event description:
Information received from the physician that the reported dysphagia and pain was due to the generator heating up during the MRI. The patient's device was disabled on (B)(6) 2018 and their device had not been checked since then, therefore the device was not checked immediately prior to the MRI to ensure that it was off. Additionally it was reported that the patient had their generator and lead explanted. The explanted products had not been received to date by the manufacturer for product analysis.

Manufacturer narrative:
(B)(4).

Event description:
A nurse reported that while a patient was getting a MRI scan done with a head coil, the system began to heat up and the patient suffered tissue damage as a result. The device was programmed off before the scan. Per the MRI facility the patient experienced pain, dysphagia, and their implant heating during and after the MRI. During the MRI the patient also felt stimulation. Per the facility, all MRI precautions were followed including ensuring the device was off during the scan. No surgical intervention has occurred to date. No additional or relevant information has been received to date.